Event description:
When I connected the catheter it worked for a while. When it was about to use it again, the monitor said " connect catheter". The catheter was disconnected and connected it again, the screen will show up but then go back to the error screen " connect catheter".